Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there were erroneous results on an unspecified number of tubes across two lot numbers. No patient impact reported. The following information was provided by the initial reporter: "customer reports high potassium values while using cat 367988 ,lots 3062802 and 3145888. Customer states elevated potassium between 5.3 and 5.4. There has not been patient impact as customer has been releasing the results with a disclaimer and specimen is recollected by provider before any treatment decision is taken. Per customer, tubes are stored in their storage room at a temperature between 71-72f. Tubes are allowed to clot between 30 minutes to one hour and then centrifugated before the 2 hour mark. Customer uses a fixed angle centrifuge and tubes are spun at 3000rpm for 15 minutes. Customer states their instrument is the ortho vitros xt 7600."

Manufacturer narrative:
There was an additional lot number reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3062802. D4. Medical device expiration date: 29-02-2024. H4. Device manufacture date: 03-03-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there were erroneous results on an unspecified number of tubes across two lot numbers. No patient impact reported. The following information was provided by the initial reporter: "customer reports high potassium values while using cat 367988 lots 3062802 and 3145888. Customer states elevated potassium between 5.3 and 5.4. There has not been patient impact as customer has been releasing the results with a disclaimer and specimen is recollected by provider before any treatment decision is taken. Per customer, tubes are stored in their storage room at a temperature between 71-72f. Tubes are allowed to clot between 30 minutes to one hour and then centrifugated before the 2 hour mark. Customer uses a fixed angle centrifuge and tubes are spun at 3000rpm for 15 minutes. Customer states their instrument is the ortho vitros xt 7600."

Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples for investigation. The customer samples were tested and no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results-potassium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.